Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received from the end user states that he has developed a sensitivity to the white collar of the system he currently uses. The end user usually wears his flange for 3 days and washes around his stoma with an ostomy wash. The end user went to his general practitioner about the sensitivity and was given hydrocortisone cream. The patients subsequent outcome was not reported.